Event description:
The lay user/pt contacted lifescan on july 20, 2007 and alleged that her one touch basic enhanced meter was displaying the battery indicator. The pt stated that the alleged meter issue started in 2007, at approx 8:00 am. The pt decreased her insulin after that until two days later. The pt had replaced the battery in the meter, but the meter kept showing the battery symbol. The same day around 3:00pm, th pt felt cold in the legs and sweating. She took 1 small cup of pear juice to treat those symptoms. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The issue was not resolved with troubleshooting. This complaint is reported because the pt alleged she was not able to test her blood glucose level on the reported meter due to the issue and decreased her insulin dosage. She further claimed that she experienced symptoms of hypoglycemia and treated herself with juice. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.